Manufacturer narrative:
Insulin pump received no button response due to j2 and lcd unlock keypad connector. No button error alarm. Unable to test basic occlusion, occlusion, prime/a33 and excessive no delivery test due to no button response. Pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 409 mg/dl due to being off the insulin pump. Customer has treated with a manual injection. No further information reported.